Event description:
It was reported that during surgery the device worked lazy and took the skin graft badly. There wad not enough power. An additional graft was required. Due diligence is in progress for this complaint; to date no additional information or product has been received. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Report source - foreign: finland. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. -review of the device history record identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was reported that there was no patient harm, no delay, and no additional graft was needed. No adverse events were reported as a result of this malfunction. Due diligence is complete, and no additional information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.